Event description:
Patient reports she has been in hospital for due to sore shoulder and to cut out and drain and feels dizzy and having a hard time walking, patient states she is feeling better now, consents to be contacted. (B)(6). Reporter consents for MFR to follow-up. (B)(6).